Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and anxiety ("emotional anguish"). The patient was treated with surgery (ablation). At the time of the report, the menstrual disorder, pelvic pain and anxiety outcome was unknown. The reporter considered anxiety, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and anxiety ("emotional anguish"). The patient was treated with surgery (ablation). At the time of the report, the menstrual disorder, pelvic pain and anxiety outcome was unknown. The reporter considered anxiety, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('menstruation issues') in a 34-year-old female patient who had essure (batch no. D19658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, migraine and vaginal odor. Concurrent conditions included libido decreased, hair growth decreased, diabetes mellitus, hypertension, hypothyroidism, pap smear abnormal, chronic renal insufficiency, constipation, bloating, cramp in lower abdomen, joint pain, arthralgia and perineal pain. Concomitant products included etonogestrel (nexplanon), insulin glargine, insulin lispro (humalog) and paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/ pain,"), anxiety ("emotional anguish/ mental anguish,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition:depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"), 23 days after insertion of essure. In october 2016, the patient experienced nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with hydroxychloroquine, ibuprofen, insulin aspart (novolog), insulin degludec (tresiba), levothyroxine, lisinopril and surgery (ablation). At the time of the report, the menstrual disorder, pelvic pain, anxiety, vaginal haemorrhage, menorrhagia, depression, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: two coils visualized on the left.two coils were also visualized with a right essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Ultrasound scan vagina - in january 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:anxiety,pelvic pain, weight gain, abdominal pain, fatigue, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs and mr received reporter information was added. Lot no and new event added vaginal hemorrhage, menorrhagia, depression, nausea, dysmenorrhea, dyspareunia, fatigue, weight gain, abdominal pain. Severity updated pelvic pain, abdominal pain. Concomitant and treatment drug was added. Medical history and lab test added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ('menstruation issues') in a 34-year-old female patient who had essure (batch no. D19658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, migraine and vaginal odor. Concurrent conditions included libido decreased, hair growth decreased, diabetes mellitus, hypertension, hypothyroidism, pap smear abnormal, chronic renal insufficiency, constipation, bloating, cramp in lower abdomen, joint pain, arthralgia and perineal pain. Concomitant products included etonogestrel (nexplanon), insulin glargine, insulin lispro (humalog) and paracetamol (acetaminophen) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/ pain,"), anxiety ("emotional anguish/ mental anguish,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition:depression"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"), 23 days after insertion of essure. In (B)(6) 2016, the patient experienced nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with hydroxychloroquine, ibuprofen, insulin aspart (novolog), insulin degludec (tresiba), levothyroxine, lisinopril and surgery (ablation). At the time of the report, the menstrual disorder, pelvic pain, anxiety, vaginal haemorrhage, menorrhagia, depression, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: two coils visualized on the left. Two coils were also visualized with a right essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:anxiety, pelvic pain, weight gain, abdominal pain, fatigue, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.